Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection. The device was culture tested positive by the customer and was also tested positive by olympus prior to reprocessing. Following repair and reprocessing in accordance with the instructions for use (IFU), olympus culture testing yielded negative results. A definitive root cause could not be established. Based on the results of the investigation, a jet channel leak was identified during device evaluation. Device damage, including leaks and channel damage, may contribute to microorganism retention. Information received from the customer also indicated observations associated with the pre-cleaning process. Therefore, the reported contamination may have been associated with a combination of device condition and reprocessing factors. After repair, channel replacement, and reprocessing, the device met microbiological acceptance criteria. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
The patient was identified with vancomycin-resistant enterococci (vre) after undergoing a diagnostic gastroscopy, and it was confirmed that the strain was identical to the one found in another patient. The endoscope was later confirmed to be contaminated with enterococci. No further patient details have been provided. Specifically, there is no information available regarding clinical symptoms, diagnosis beyond colonization, or any medical or therapeutic interventions.

Manufacturer narrative:
This report is related to the following linked patient identifier: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.